Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to treat a lesion at the mid lad. A spectranetics elca laser sheath was selected for the procedure. During the case the patient suffered a perforation at the left circuflex artery. The injury was a micro-perforation and did not require intervention for healing. This report is being made against the spnc elca laser sheath as a potential mechanism of injury. The patient survived the procedure.